Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose of 662 mg/dl on (B)(6) 2019. Customer stated that the blood glucose has been over 400 mg/dl for 4 hours and she ended up having seizures, she called ambulance, was taken to hospital where she was admitted. Customer taken off the insulin pump as it was off and put on manual injection. Customer mentioned that customer put new battery and insulin pump came back on. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.